Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2025 brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2025 brand name ascenda; product ID 8785 (lot: hg7uayx); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving lioresal (2000mcg/ml at 285mcg/day) via an implantable pump. It was reported that the patient started to experience a return of spasticity symptoms, so the healthcare provider (hcp) ordered a catheter revision procedure as the patient had the pump implanted only one year ago. During the revision procedure, there was a visible kink where the catheter changed directions at the proximal end of the anchor. The physician believed that was the cause of the return of symptoms/lack of efficacy. The catheter replacement was performed and good flow was confirmed intraoperatively. The issue was resolved at the time of the report.